Manufacturer narrative:
A ge service rep performed an on site investigation. Identified the need to clean and regrease hv connectors, clean tube cover fan filters and tighten cradle handles. All the identified items were corrected. The sys was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9800 sys "arced" during a procedure, however, the sys continued to function and the procedure was completed. There was no report of pt injury.